Event description:
On (B)(6) 2012, the reporter contacted animas requested the meter be replaced due to her feeling that the meter is a safety issue. She alleges reports that the meter and pump have a communication issue and that it takes over 20 minutes to show the insulin on board after a bolus. Customer support advised that the pump is safe to use, and to monitor the issue. A backup plan is confirmed, per health care provider recommendations. The blood glucose had been as low as 65mg/dl with symptoms of not feeling well and pain in the legs. Parent states that the patient usually doesn't verbalize her symptoms well due to her age. Bg at time of call is between 81 mg/dl or 109 mg/dl. (Unable to give actual bg due to inaccurate reading on the meter). Parent states that she gave glucose tablets to bring bg back to normal. The pump is being replaced. Advised mom to monitor the bg and call hcp if the issue continues. This complaint not being reported due to the allegation that the meter and pump are not communicating as expected.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Submitted 01/10/2013: 1. This complaint addresses only the reported issue about the communication between the pump and the meter remote. The patient's complaint about the inaccurate reading on the meter was transferred to the manufacturer of the device (lifescan) as a separate issue. 2. The blood glucose readings and symptoms in the original complaint do not constitute a serious injury and are not being considered as an adverse event. 3. The meter remote (originally stated as the "pump") was replaced 4. The complaint is being reported (originally stated as "not being report")

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the error code 17 was observed in the meter history. The meter paired with a test pump. Boluses were executed using the meter remote with no errors occurring. The meter passed rf testing. There was moisture damage observed in the meter.